Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 514 mg/dl with polydypsia associated with an intermittent power issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that at the time of the power interruption, the yellow o-ring was visible at the battery cap. The reporter also stated that the battery compartment was cracked and the battery cap had stripped threads and was unable to be tightened to the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia due to an intermittent issue with the pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/04/2015 with the following findings: there were no pump reboots observed in the black box history. The battery compartment was cracked. The returned battery cap had stripped threads and was unable to fully attach to the pump, so pump reboots were duplicated. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test with no power interruptions duplicated. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.